Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a check water trap error. If the patient is on the vent, it does not do that. If the patient is breathing spontaneously either with an lma or nasal can, it will error and say check water trap. They changed the water trap and the issue persists. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the multigas unit was giving a check water trap error. If the patient is on the vent, it does not do that. If the patient is breathing spontaneously either with an lma or nasal can, it will error and say check water trap. They changed the water trap and the issue persists. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit was giving a check water trap error. If the patient is on the vent, it does not do that. If the patient is breathing spontaneously either with an lma or nasal can, it will error and say check water trap. They changed the water trap and the issue persists. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving a "check water trap" error message. It worked fine if the patient was on a ventilator, but if the patient was breathing spontaneously either with an lma or nasal canula, it would give the above error message. They changed the water trap, but the issue persisted. No patient harm was reported. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative